Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown why therapy turned off. The rep didn¿t know of this happening any other time. If they were made aware of the next programming session they were going to meet with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that their implantable neurostimulator (ins) shut off on its own. They claimed the battery did not get to 0% and they did not shut it off manually. Patient felt a tremor, looked at therapy, and it was off. They turned the ins back on and tremors went away. Mdt rep will look at device during their next programming session to see what happened.